Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing chest pain and sore throat for two days after the device was auto-titrated. The pain was reported to have resolved. The patient was auto-titrated again and the same sore throat and chest pain occurred. It was later reported from neurologist that the patient stated when vns stimulated she felt a sharp pain on the left side of her tongue, vns causes her the gag and the patient feels like she needs to vomit. It was reported that the pain in the patient's tongue was not related to vns stimulation; however, it was noted that the patient did swiped the vns magnet one time and felt pain in the tongue. It was reported that the patient experiencing nausea was "mental more than anything." It was noted that patient had magnet pulse width lowered. Additional information was received from the patient that they are still having pinching under her tongue that won¿t stop and a knot in her throat. Information was also received the patient was not using magnet properly to stop stimulation. It was then decided that the patient's device be turned off to make the patient more comfortable as they had reported having neck pain, sore throat and issues speaking. The patient does not believe that the device is truly off and would like the device explanted. The physician has agreed and has referred the patient for explant. No known surgery has occurred to date. No additional relevant information has been received to date.